Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the healthcare provider (hcp) was doing a refill (B)(6) 2014 and a volume discrepancy occurred. The actual residual volume (arv) 24ml was greater than the expected residual volume (erv) 2.4ml. At the last refill on (B)(6) 2014 the erv was 2.1ml and the arv was 4ml. Over the last couple weeks the patient experienced increased spasticity and shaking episodes. There had not been any trauma, injury or falls. The pump logs were checked and no motor stalls were noted and the programming was accurate. In june, 2014 a ¿plain x-ray¿ was done of the catheter and no issues were seen. They ¿routinely do this yearly on all pump patients.¿ the pump was delivering lioresal. Intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.